Manufacturer narrative:
The reported event of inappropriate therapy was confirmed. However, the event was caused by external interactions, and the device was performing as programmed. No device malfunction was noted. Pacing, sensing, impedance, hv output, patient notifier were tested and no anomaly was detected. The cause of the field event is external interactions.

Event description:
Related manufacturer reference number: 2017865-2021-39928. It was reported that the implantable cardioverter-defibrillator (ICD) exhibited incorrect interpretation of an atrial arrhythmic event, leading to the ICD delivering inappropriate shock, which caused a ventricular-fibrillation (vf) episode in the patient. This vf episode was unable to be converted by the ICD system, which exhibited inadequate shock. The ICD was explanted and replaced. A new lead was implanted to add an additional shock vector. The patient was stable.